Event description:
Unknown product model, no serial provided. Caregiver left a message. Caregiver states the product is not working and could only provide a label number 1154274 which is a no-smoking label for a concentrator. A message was left for this customer to contact us.